Event description:
Pt undergoing craniotomy with codman perforator. First burr hole drilled without complications. During second burr hole procedure, the perforator continued to cut past bone and into the dura. There were no side effects to the pt.